Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped on (B)(6) 2018 and replaced due to a capture anomaly. The patient was stable throughout.